Event description:
It was reported that the patient developed a systemic infection and required the removal of their bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 implantable pacing lead, (B)(6) 2006; 5071-53 implantable pacing lead, (B)(6) 2006; 2872 implantable lead adaptor, (B)(6) 2006; dtbb1d4 bi-ventricular defibrillator, (B)(4) 2013.